Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. Na.

Event description:
It was reported that the procedure was to treat a heavily calcified stented lesion in the mid left anterior descending (lad) artery. A 3.5x12mm nc traveler balloon dilatation catheter (bdc) was advanced to the stented lesion for post dilatation when it ruptured at 18 atmospheres. Another balloon catheter was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.